Event description:
It was reported that during a percutaneous coronary intervention, stent damage occurred. The 95% stenosed target lesion was located in the moderately tortuous proximal to distal right coronary artery. The lesion was predilated with a non-bsc balloon catheter. A non-bsc imaging system was then used to visualize the target lesion. A 3.5 x 20 mm promus element stent was selected and advanced to treat the target lesion; however, the device was not able to cross the lesion. It was then noted that the edge of the stent appeared lifted up. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device is a combination product. The complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).